Manufacturer narrative:
Updated: a4, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block. Approximately 1 month and 1 week later, the valve was explanted and a surgical aortic valve was implanted for an unspecified reason. Approximately 1 month and 2 weeks later, the patient passed away. Additional information was received that per the physician, the cause of death was methicillin-resistant staphylococcus aureus (mrsa) bacteremia/sepsis and the valve could not be excluded as a contributing cause to the death. The valve was explanted due to suspicion of device infection. The physician excluded the delivery catheter system (dcs) as a contributing cause to the death.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block. Approximately 1 month and 1 week later, the valve was explanted and a surgical aortic valve was implanted for an unspecified reason. Approximately 1 month and 2 weeks later, the patient passed away. Additional information was received that per the physician, the cause of death was methicillin-resistant staphylococcus aureus (mrsa) bacteremia/sepsis and the valve could not be excluded as a contributing cause to the death. The valve was explanted due to suspicion of device infection. The physician excluded the delivery catheter system (dcs) as a contributing cause to the death. Additional information was received that the pacemaker lead was extracted approximately one month following the valve implant. Endoc arditis was confirmed approximately one month and one week following the valve implant but no vegetation was present on the echocardiogram. IV antibiotics were prescribed prior to the patient's death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 1 day following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block. Approximately 1 month and 1 week later, the valve was explanted and a surgical aortic valve was implanted for an unspecified reason. Approximately 1 month and 2 weeks later, the patient passed away.